Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Reported issue: on july 1, 2019, it was reported that the device cannot produce a proper mesh. The customer returned a meshgraft ii device, serial number: (B)(6), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet japan has not previously repaired/evaluated meshgraft ii serial number: (B)(6) as documented in the repair reports in livelink. Device evaluations results/investigation findings: product review of the meshgraft ii by zimmer biomet japan on august 16, 2019 revealed that there was an issue with the cutter blade and the sideplate had a failure. Repair of the meshgraft ii was performed by zimmer biomet japan on august 16, 2019 which included replacement of the cutter and sideplate. Meshgraft ii, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the cause of the reported event was due to an issue with the cutter blade and sideplate failure that was found during the product review by zimmer biomet japan. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Cutter kit: (B)(4). Foreign report source: (B)(6). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, there were several cut defects on the graft. No harm or delays to the patient. No adverse events were reported as a result of this malfunction.